Manufacturer narrative:
(B)(4). Batch #: t95745. Investigation summary: the device was received with the top of the I-blade lower tip broken off not returned. The device was connected to the generator and it did activate. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. Please reference the instruction for use for more information: additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a nephrectomy the device stopped working. There were no patient consequences.